Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s infection event. Based on the reported information the cause of patient¿s infection cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Infections are not uncommon in patients with end stage renal disease (esrd) due to immune compromise from disease process.

Event description:
A patient on peritoneal dialysis (pd) therapy reported that they had an unspecified infection and had their pd catheter (not a fresenius product) pulled on (B)(6) 2021. Additional details about the reported infection are unknown despite multiple due diligence attempts. However, there were no reported issues with any fresenius products that caused or contributed to the reported event.